Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6), an rn in the ccu, called into the emergency support program line to request support with a cardiosave that had unexpectedly shut down and was emitting a loud, continuous screeching sound. She stated the pump had no alarms prior to the shutdown and that it had been plugged into an outlet. The esp team had ciera and the bedside nurse attempt to power the pump on and off however, holding down the power button did not affect the iabp. The esp team also had them attempt to place the pump into rescue mode, but the pump would not disengage from the cart. (B)(6) stated she would need to call the cath lab to switch over the pump. The esp team explained they could walk her through the process. The esp team guided (B)(6) through switching over to another cardiosave. She and the bedside nurse removed the batteries to stop the screeching sound. The esp team collected product surveillance information and explained that the pump would need to be tagged and sent to biomed. No harm or injury to the patient was reported.

Manufacturer narrative:
After further review, it was determined that the event was already reported in mfg report no: 2249723-2026-0001679. Please refer mfg report no: 2249723-2026-0001679 for all event related information. Please cancel mfg report number: 2249723-2026-0001672 in your database.

Event description:
N/a